Event description:
It was reported that during a vats procedure, the device locked out. There was no pt consequence. No add'l info is available.

Manufacturer narrative:
Wedge band bypass. Evaluation summary: the analysis results found that the ez45b device was received in good visual condition and with a cartridge loaded on the device. The cartridge was noted to have a wedge band bypass as the right side was 1/8 fired and the left side was 7/8 fired. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue.